Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Vascular access was obtained via popliteal artery utilizing an ipsilateral antegrade approach using a 3.3fr 50cm non bsc sheath. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified unspecified vessel below the knee. A 175cm non bsc guide wire was used to cross the target lesion. A 2.5mm x 220mm x 150cm, coyote balloon catheter was advanced for dialtion, however, the balloon ruptured when the pressure exceeded the rated burst pressure. The procedure was completed with a 1.5mm x 2cm coyote es balloon catheter and no patient complications were reported. The patients condition post procedure was good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The coyote catheter was received inside a carrier tube (hoop) within a coyote product pouch and shelf box that matched the information on the device. The inner shaft was kinked in multiple locations between the markerbands. When positive pressure was applied with an inflation device filled with water emitted from the tip. There was a hole in the inner shaft 1mm from the proximal edge of the distal markerband. The analysis results are consistent with the reported balloon burst; though there was no damage to the balloon. Functional testing was performed and a hole in the inner shaft prevented balloon inflation. In summary, the returned device exhibited damage consistent with the reported balloon burst; however, there was no evidence of any product quality deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Vascular access was obtained via popliteal artery utilizing an ipsilateral antegrade approach using a 3.3fr 50cm non bsc sheath. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified unspecified vessel below the knee. A 175cm non bsc guide wire was used to cross the target lesion. A 2.5mm x 220mm x 150cm, coyote es balloon catheter was advanced for dialtion, however, the balloon ruptured when the pressure exceeded the rated burst pressure. The procedure was completed with a 1.5mm x 2cm coyote es balloon catheter and no patient complications were reported. The patients condition post procedure was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).